Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir area was very chipped and the top plastic came off. Customer's blood glucose level was unknown. Customer stated that the threads were worn down battery compartment hard to get opened. The device will be returned for analysis.